Manufacturer narrative:
The device history record could not be reviewed as no lot information was provided within the complaint. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported issue. The root cause could not be determined for this case. We will continue to monitor and take actions as applicable.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
The customer reported, "on this morning¿s system huddle, a team member fall with injury was reported with the culprit being shoe covers without non-skid bottoms. Floor had been cleaned and was safe if wearing normal shoes, but was ¿slick as glass¿ according to dr. Ochsenbein with the shoe covers". The team member hit her head from the fall which caused a concussion. She was treated in the emergency room and scanned for further injuries. Event date is unknown.